Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, there was failure on the endoscopic image of the subject device. During the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was noisy and disappeared temporarily while the boot on side the control section was moved. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.